Event description:
(B)(4). I had the essure placed in (B)(6) of 2008 and about a month later I started vomiting all day everyday. I had to have several tests done. I was diagnosed with a slow digestive system. I also had severe abdominal and lower back pain, excessive menstrual bleeding, pain with intercourse,migraines, reflux, hair loss, nauseated every day all day and dark circles around my eyes. I have lost my gallbladder, an ovary, both fallopian tubes, my cervix and uterus. All at different times. I just had to have a hysterectomy this past wednesday in which is when I lost the left tube, my cervix and uterus. And now I am having severe depression. I was completely healthy before essure.

Event description:
#Medwatcher #followup1 #fdamw5043353 #(B)(4). Am now sitting in the hospital with extremely elevated liver enzymes. Which I have had elevated liver enzymes before my hysterectomy.